Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred dwell 2/4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because a supply bag connection was loose. Global technical services had the patient check the lines and bags and found that a supply bag connection was loose. The patient explained they did not see anything unusual with the supplies and did not know how the connection became loose. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 4. (B)(4) had the patient check the lines and bags and found that a supply bag connection was loose. (B)(4) had the patient cycle power to clear the error and end therapy. (B)(4) then advised the patient to notify the nurse of any missed therapy. Product surveillance contacted the patient who explained they did not see anything unusual with the supplies and did not know how the connection became loose. The patient could not provide the lot information and confirmed that the sample was discarded. No injury or medical intervention was reported.